Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a doctor of nursing practice on their team raised a concern regarding patients with neurogenic bladders who were performed straight catheterization at home. They noted that since the shift from latex to silicone catheters, they had observed increased residual urine volumes often in the range of 100 to 200cc which might be contributed to higher infection rates. Their concern was that silicone catheters, being more rigid, might not settle at the base of the bladder as effectively as latex catheters once did, particularly in patients whose bladders do not contract. They also discussed the broader topic of latex vs silicone catheters. They mentioned hearing that latex catheters might be linked to an increased cancer risk, which was one reason silicone was now preferred for continuous straight catheterization. They had appreciated any additional insights, or evidence can share especially regarding residual urine and cancer risk. It was possible that the issue stems from how patients were been trained to use the silicone intermittent catheter for bladder drainage. According to the instructions for use and try to keep the catheter steady until urine stops flowing.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a doctor of nursing practice on their team raised a concern regarding patients with neurogenic bladders who were performed straight catheterization at home. They noted that since the shift from latex to silicone catheters, they had observed increased residual urine volumes often in the range of 100 to 200cc which might be contributed to higher infection rates. Their concern was that silicone catheters, being more rigid, might not settle at the base of the bladder as effectively as latex catheters once did, particularly in patients whose bladders do not contract. They also discussed the broader topic of latex vs silicone catheters. They mentioned hearing that latex catheters might be linked to an increased cancer risk, which was one reason silicone was now preferred for continuous straight catheterization. They had appreciated any additional insights, or evidence can share especially regarding residual urine and cancer risk. It was possible that the issue stems from how patients were been trained to use the silicone intermittent catheter for bladder drainage. According to the instructions for use and try to keep the catheter steady until urine stops flowing. Per customer follow up via phone on 11jul2025, and it was reported that they received a letter from the company addressing the customer concern which was forwarded to the customer. The issue had been resolved. No further details were provided.